Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (B)(4)/lot number 6000669) was returned for evaluation on 05/17/2017. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Voltage testing was performed and the transmitter had voltage. A pairing test was performed and the test passed. A review of the data log did not find errors related to the customer complaint. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined. The returned transmitter was not the alleged device.